Manufacturer narrative:
H10: the following sections were updated in follow-up 2: b4, d11, g4, g7, h2, h10, and h11. H11: the following section was corrected: d11 impella cp, model 0048-0026, serial number: (B)(6), lot number 1324136; therapy date (B)(6) 2018 oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Section d11 information: impella cp, model 0048-0026 serial: (B)(6), lot: 1324139. One 14f, 25 cm long abiomed intruducer sheath was returned from the customer, peeled into two pieces, without the dilator. There were no other accessories returned. The end user shipped the device in two pieces to the customer. The customer cleaned the device, and removed the orange split caps from both sides of the product prior to return to oscor. A leak test could not be performed by oscor as the sheath was torn apart by the end user. The introducer sheath and hemostatic valve looked like it peeled apart normally. Also, the pegs that hold the hemostatic valve in place looked normal. Based on the condition the device was returned in, the cause for leakage is unknown. Per procedure adelante s2s introducer sheath in-process and final inspection, vacuum leak test - perform pressure and vacuum leak test per procedure. This procedure is performed by qa 100%. As per instructions for use: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the reprt was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
On august 1, 2018, the customer provided additional information concerning the second sheath used in this procedure, a 14f, 25cm long sheath. They reported that on (B)(6) 2018, the patient presented to the physician with chest pain. The EKG showed avr elevation and the patient had acute mesenteric ischemia and acute myocardial infarction. The product was being used for primary support during revascularization. During the insertion of the impella pump, a 14f 13cm (short sheath) hub broke open during dilator removal. There was a large blood release. They scrambled to re-wire and remove the sheath. (See MDR# 1035166-2018-00049 for 14f, 13 cm sheath). The long sheath was then placed over the wire to be able to insert the impella cp. The md stated that the 25 cm sheath exhibited a slow drip-leak until it was removed. The patient was stable reported as stable following the procedure. See MDR# 1035166-2018-00049 for 14f, 13 cm sheath.

Event description:
On (B)(6) 2018, the customer provided additional information concerning the second sheath used in this procedure, a 14f, 25cm long sheath. They reported that on (B)(6) 2018, during the insertion of the impella pump a 14f 13cm (short sheath) the hub broke open during dilator removal. There was a large blood release, and they scrambled to re-wire and remove the sheath. The device was being used for primary support during revascularization. The second sheath (14f, 25cm long) was then placed over the wire to be able to insert the impella cp. The md stated this 25cm long sheath also leaked with a slow drip until it was removed. Patient is reported to be stable.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request during our final investigation, it was discovered the initial MDR 1035166-2018-00077 cmp (B)(6) report had failed submission. Based upon our findings, we have corrected the reported failure in MDR initial MDR 1035166-2018-00077 cmp (B)(6) follow up 3 MDR submitted on 12/15/2018. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. Initial MDR (1035166-2018-00077) was submitted on august 23rd, 2018; however, submission failed as the d11 character was maxed out. Follow-up MDR was submitted on august 27th, 2018. However, submission failed as the d11 character was maxed out. Follow-up 2 MDR was submitted on august 28th, 2018, as remedial action to correct the initial and follow-up MDR errors. And this submission was passed. Follow-up 3 MDR was submitted on december 18th,2018, and submission was passed. And on may 26th, we submitted the initial MDR, and the submission was passed. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.